Manufacturer narrative:
Findings: unit received cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, scratched reservoir tube window, cracked display window and missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.